Event description:
The customer reported that their xhibit central station was repeatedly shutting down and would not stay powered on. There was no patient or user harm associated with this event.

Manufacturer narrative:
The xhibit central station was shipped to spacelabs healthcare for evaluation and repair. An equipment service center technician tested the unit and found that the unit had a faulty fan on the video card. This can lead to overheating, which would result in the unit performing a self-protecting shut down to prevent hardware damage or software corruption. The video card was replaced and the device passed final functional testing before being returned to the customer. The failure was due to a faulty fan on the video card.